Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire of the tome would not cut due to the failure of the device to conduct current. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire of the tome would not cut due to the failure of the device to conduct current. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and bent. The exposed cutting wire was intact. Functional evaluation found that the cutwire did not bow past 90 degrees which is within specification. However, the bowing was not in plane due to the twisted condition of the device. The returned device functioned as intended with respect to electric functioning (connectivity/resistivity). Based on the product analysis, the device met the required specifications and functioned as intended with respect to electrical functionality; therefore the most probable root cause for the event cannot be confirmed. The twisted working length, bent working length and the device bowing out of plane likely occurred due to procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. Operational problem; although the reported problem was not confirmed, result code is being used to capture the twisted and bent working length and the device bowing out of plane.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.